Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The patient reported he had shingles, the electrodes irritated the rash. The patient's doctor gave the patient a medication to use for the shingles. Follow up was completed, the skin irritation had not improved.